Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent osteosynthesis on prosthesis. When setting up the two screws for the reconstruction of the neck of the femur, the surgeon found that they were positioned outside of the nail. The surgeon had used the aim-arm during the procedure. This was discovered post-operatively. The screws were explanted two days after the first surgery. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Received one article of aiming arm f/lfn, part#03.010.097, lot#8435477 (lot size of (B)(4) pieces) for manufacturing investigation. Small traces of use visible (minor scratches on article surface) review of the device history record shows that there were no issues during manufacturing that would contribute to this complaint condition. During the manufacturing investigation, functional tests were performed by production staff with no deviations. All functional tests passed. A malfunction as described in the complaint could not be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.